Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console suddenly stopped during ECMO. The perfusionist was called and found that the circuit had been clamped for 9 minutes and coagulated blood was observed in the circuit. The machine was disconnected from the patient. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console suddenly stopped during ECMO. The perfusionist was called and found that the circuit had been clamped for 9 minutes and coagulated blood was observed in the circuit. The machine was disconnected from the patient. There was no patient injury.

Manufacturer narrative:
The date of manufacture provided in the initial report, filed (B)(6) 2016, was incorrect. The correct manufacture date is: 03/06/2008.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. Preventative maintenance was performed and the system was tested for 24 hours on-site and no further problems were observed. The scpc and sub-components were requested for return to livanova (B)(4) for further investigation. Upon return, visual inspection identified scratch marks and cracks on the housing. The scratches were not found to affect the functionality of the unit. The connections were also checked and no issues were noted. During functional testing, the centrifuge rotation speeds were set to different rpm values in order to simulate alarms. No problems were detected during functional testing and the unit was found to be working within specification. A read out analysis revealed one event regarding a negative flow alarm. A negative flow alarm will trigger a closure of the clamp automatically. Several other events may also trigger auto-clamping, such as bubble/level alarms. As the erc clamp was not returned and the failure could not be reproduced on the scpc system and sub-components, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue.